Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced multiple infections at the implant site. Subsequently, the abutment was removed on (B)(6) 2018.